Event description:
The customer reported that the system powered on and appeared to go to maximum but would not produce radiation until the device was restarted. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.